Manufacturer narrative:
H11: correction: b1 and h1 were updated to report type adverse event.

Manufacturer narrative:
Results of investigation: it was reported that the bone screw was disposed of, so nothing would be returned. The pin was not bent, but the top end of the screw twisted and then snapped. In the past, we have seen bone screws to twist as described and break from being held rigidly in place while being tightened. It is likely that the surgeon was attempting to tighten the screw while it was connected to a fully tightened tracker clamp. It was also reported that the surgeon thought that the patient's bone was harder than normal, which could have contributed to the bone screw breaking as well.

Event description:
It was reported that the bone pin broke when trying to remove it from the tibial bone. The surgeon managed to pry the broken piece out the pin driver and then managed to fit that onto the bent square end of the pin and reverse it out.